Event description:
The experienced smarting pain in his upper arms, lower legs and neck. He also developed urinary retention, and was treated by urethral catheterization while he was admitted to hospital for MRI. The physician commented that the pt was "once onset for overdose", it seemed to be the same event, so drug dose will be decreased. The pt status was "recovered."

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).